Event description:
Caller reported a malfunction on the insulin pump, identified as malfunction code 12. Despite the issue, there was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.